Event description:
Depuy spine inc. Received a letter from FDA in regard to a reported adverse event. See attached hard copy for full details. Pt reported being implanted with the charite artificial disc in 2005 at l4/5. Pt complains of continued pain and having two post charite procedures. Also reports to needing a fourth procedure in the near future. Claims also to hear a clicking noise and x-rays show the wire of the sliding core "to have a piece missing" (core is c shaped). A review of records could not match this event to any previously reported event. Info (pt ID, surgeon name) is limited and no further details can be gathered. As an adverse outcome has been reported, an MDR is being filed to document this event.

Manufacturer narrative:
Little info is known at this time. No connection can be made between the reported event and any shortcoming of the device or info supplied with the device at this time.